Event description:
Philips received a complaint by the customer on the v60 indicating that while in use on patient the rate on screen is showing 42 bpm and volume is 8 which does not match patient parameter. The unit was removed from the patient without incident. There was no patient harm. No medical intervention was provided to the patient, nor a delay in therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The rse advised the biomedical engineer customer that the complaint could be clinical issue due to settings, patient circuit, or patient and advised to continue testing to verify unit operation. The biomed customer reported that the unit cycles normally and complaint is not confirmed. No fault was found. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.